Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissues. How was the suture placed (interrupted or continuous)? Overlock with two corner stitches. How was the suture tied (square knot or multiple knots one end)?1 knot at each end. Were there any patient stress factors that precipitated the event of suture breakage post op? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?no damage to the suture before, during or after suturing. Please describe the appearance of the suture during the second procedure.during the revision, the thread was cut in the middle of the overlock. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Evisceration on d3 post-op. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Because of the location of the severed wire (in the centre of the overlock), either the wire is faulty or an electric arc has weakened the wire. What is the patient's current status? Good outcome. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, two suture pieces that pertain to the product code jv525. During the visual inspection of the suture pieces, body fluids, and knots were noted in each piece of suture. Also, the ends appears to be cut probably by a surgical instrument. This is consistent with the removal of the suture from the patient. This product code contains an absorbable suture. Per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. The patient experienced a postoperative evisceration at 3 days of cesarean section in a context of scarred uterus. On (B)(6) 2024, a collection was found at the right angle of the scar and on (B)(6) 2024, an evisceration was found with the small intestine externalized to the skin by opening over 4 cm with a good coloration of the intestine. Emergency surgical resumption in the operating room under general anesthesia was performed. Removal of cutaneous staples with one staple turned over and one of the ends is in the small intestinal serosa (millimetric break-in without exteriorization of feces or digestive fluid). Removal of the suture from the aponeurosis which was severed in the middle of the fascia. The exploration of the small intestine does not find a wound with a good coloration of the intestine, peristaltic movements present and an absence of signs of digestive suffering. Risk of infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.